Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic ureteroscopy with laser lithotripsy, while the patient was under sedation, that when a scope or camera head is plugged into the video system center, blurry lines appear. The reporter noted that there seemed to be an issue with the contact on the inside of the unit. The procedure was completed using a competitor device. No harm was reported.